Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, it was noted the implantable cardioverter-defibrillator switched from labeling the rhythm a supraventricular tachycardia to a ventricular tachycardia and inappropriately delivered antitachycardia pacing (atp). Programming changes were discussed. The patient was stable and was not symptomatic to the atp.

Event description:
Additional information received noted the patient received inappropriate antitachycardia pacing (atp) for supraventricular tachycardia (svt). The electrograms noted the device inappropriately diagnosed the rhythm. Programming changes were discussed. The patient was stable and was not symptomatic to the atp.